Event description:
It was reported that during the preparation for a carotid stenting procedure, it was noted that the seal was compromised. The stylet was stuck in the seal of the pouch and while opening the package the stylet came off the distal end of the device. The stent prematurely deployed outside of the patient. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned without its packaging. A visual examination of the device found that the outer sheath was retracted 2 mm from the tip exposing the distal end of the stent. The packaging stylet was returned but was not inserted through the device. One end of the packaging stylet was compressed for a distance of 4mm. The stylet had been stretched approximately 7mm. No other issues were noted with the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during the preparation for a carotid stenting procedure, it was noted that the seal was compromised. The stylet was stuck in the seal of the pouch and while opening the package the stylet came off the distal end of the device. The stent prematurely deployed outside of the patient. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is good.